Manufacturer narrative:
The customer declined service. No repair information available.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Use error (the customer did not have the correct test equipment). No reported patient injury.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a loss of mechanical ventilation. There was no patient involvement.